Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. Vessel morphology at the time of intervention was that the aortic bifurcation was very narrow in diameter. It was reported that the patient presented with a buttock claudication. The CT demonstrated that the left iliac limb had narrowed since the time of implant and the left iliac limb had kinked at the distal aortic bifurcation. The physician elected to treat the patient by performing a femoral to femoral bypass. The physician believes that the distal aortic bifurcation was narrow in diameter and the aneurysm decreased in size rapidly after the initial stent graft placement. No additional clinical sequelae were reported and the patient is fine.